Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event was omitted in error on the 3500a

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event was incorrectly identified on supplemental follow up #1. Correct event type should have been identified as adverse event and/or product problem.

Event description:
On (B)(6) 2011, the mother of the lay user/patient contacted lifescan (lfs) alleging that her son's (name of son is unknown) onetouch ultramini meter would not power on. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The reporter stated that the alleged product issue began on an unknown date and time in (B)(6) 2011. The reporter stated that the patient manages his diabetes with insulin. The reporter advised that because the meter would not turn on, she used her sister's glucose meter as a backup meter to check her son's blood glucose. The reporter claimed that no symptoms developed due to the product issue. However, the reporter also advised that in (B)(6) 2011 (exact date and time unknown) the patient was once hospitalized for "a few days for a diabetic coma" (exact date and time unknown). The cca asked if the coma was a result of not being able to test with the subject meter and the patient replied "yes". The reporter stated that immediately prior to the hospitalization for a coma, the patient's blood glucose was checked on a hospital meter and blood glucose results of "86mg/dl" and "96mg/dl" were obtained. During troubleshooting, the customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes while using the subject meter. However, based on the provided information at this time, it is unclear how the patient was using a backup meter, had no claimed symptoms, had blood glucose results of "86mg/dl" and "96mg/dl", and yet the patient became hospitalized in a coma. Despite repeated attempts, the patient could not be contacted for further information.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.